Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 449 mg/dl. The customer treated with a shot. Customer's blood glucose value was 230 mg/dl at the time of the call. Troubleshooting was performed. The insulin pump alarmed insulin flow blocked alarm. Customer was assisted with 5.0 unit fill cannula and insulin exited. The customer declined to troubleshoot for high readings. The product was not returned for analysis.